Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low speed advisory alarms. Pump power spikes were seen after the interrogation of the heartmate ii controller. A review of the log files revealed 127 low-speed advisories alarms. Speed drops were as low as 3200 rpm. This was thought to indicate a potential issue with the percutaneous lead or with the battery clips. X-rays show an area of concern about 5 inches from the controller¿s connection. But images were blurry and hard to see. The alarms resolved after placing the patient on the ungrounded orange cable. The patient was sent home with a power module and an ungrounded orange cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported low speed advisory alarms and power elevations. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these findings could be indicative of an issue with the driveline; however, a specific cause could not be conclusively determined through this evaluation. The submitted log file contained events from (B)(6) 2023 through (B)(6) 2023, per the timestamps. Multiple low speed operation events associated with low speed advisory alarms were captured throughout the file while the patient was operating on the mpu. Additionally, elevations in pump power were captured during these events. No other notable pump events or alarms were captured. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further issues reported at this time. The heartmate ii instructions for use (IFU), rev. C is currently available. Section 1, ¿introduction¿, contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 2, "system operations", describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. Section 7, "alarms and troubleshooting", outlines alarms and how to respond to them, including pump stops and low-speed events. Section 8, "equipment storage and care", describes "care of the driveline." The heartmate ii lvas patient handbook, rev. C, is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.